Manufacturer narrative:
Reliability analysis inspected one partially opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle complaint due to the customer did not return the insertion needle, only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor triggered threshold suspend. Customer's blood glucose was 67 mg/dl and sensor glucose was 40 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.